Event description:
Device malfunction: difficulty removing dilatation catheter, balloon rupture and detachment. Time of malfunction: during the procedure. Symptoms/ae: surgical removal of balloon fragment. It was reported that during attempted balloon angioplasty in the popliteal artery, the guide wire and agiltrac dilatation catheter were inadvertently advanced into a small arterial side branch off of the femoral artery, an unintended site. The agiltrac catheter became stuck in the small vessel and could not be retracted. The balloon was inflated to dilate the vessel in an unsuccessful attempt to remove the device. The balloon was then inflated to 16 atm, above rated burst pressure, and the balloon ruptured. The catheter was removed using some force; however, a portion of the balloon separated from the catheter and remained in the vessel. The detached balloon fragment was surgically removed the next day. There was no adverse patient sequela. Though requested, no additional information was provided.

Manufacturer narrative:
Evaluation summary: the device was not returned; therefore, device investigation could not be performed. It is possible that the unintended vessel was smaller or calcified and the balloon got caught on the anatomy. Reportedly, the balloon was inflated and ruptured above the rated burst pressure (rbp) and balloon material separated during removal (using force). No discrepancies were reported by the account during device preparation or inspection of the device prior to use. A pre-existing hole in the balloon would likely have been detected during a device instructions for use (IFU) directed preparation or device inspection. The IFU states in the warning section not to inflate above rbp. The root cause for the balloon becoming stuck in a side small branch is related to the operational context where the device was used. The root cause for the balloon rupture is most likely the device burst pressure being exceeded during use, and it does not appear to be related to a device quality issue. We were unable to determine a specific root cause for the balloon separation, with the available case information. During production all agiltrac .035 balloon outside dimensions are 100% inspected to verify they meet the product specification. Review of the finished device lot history record did not reveal any non-conformities which could have contributed to this complaint. The lot history review indicated that the samples tested during reliability engineering on-line exceeded the product specification. Review of the lot sample balloon, distal tip and distal shaft on-line rupture data and tensile test data showed that this lot met the product specification.